Event description:
The customer reported the port on the primary set broke when the secondary set was removed. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided. Please refer importer report # (B)(4).

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file number: (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.